Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user could not connect an fsl3+ sensor to the ilet app after first starting it with the freestyle app, which resulted in the sensor being in use by another device and therefore not scannable by ilet. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed the sensor had been paired to a different application, preventing connection to ilet, and that removal of the freestyle apps and use of a new sensor initialized only through ilet was required. No symptoms, alerts or alarms reported during the event. Outcomes included user education on proper setup and app configuration. It was concluded that the device functioned as designed and that the event was attributable to use error related to application pairing and setup.